Manufacturer narrative:
Please review attached for the investigation results.

Event description:
It was reported that patient underwent a revision surgery to address right tka patellar dislocation, component malposition. Femoral and tibial components have been replaced while it is believed that patellare component remained implanted post revision surgery.

Event description:
Total knee was revised.